Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, the cartridge was filled with 120 units of insulin. The customer reported a blood glucose level of 400 mg/dl, and was addressed by administering a manual injection. The customer loaded a new cartridge successfully and resumed insulin delivery.